Event description:
The patient allegedly received a celect inferior vena cava (ivc) filter on (B)(6) 2012 via the right internal jugular vein due to recurrent deep venous thrombosis (dvt) and hypercoagulable disorder.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. (B)(4) devices in lot. The associated work order was reviewed. No related/relevant notes were documented. One other complaint (different issue) on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."